Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown tomofix system. Additional product code for this report include hwc. UDI: unknown part number, UDI is unavailable. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: veltman, e., van wensen, r., defoort, k., van hellemondt, g., wymenga, a. (2015) single stage total knee arthroplasty and osteotomy as treatment of secondary osteoarthritis with severe coronal deviation of joint surface due to extra-articular deformity. Knee surg sports traumatol arthrosc 2015. The aim of this study was to examine the patient-reported outcome measures (proms) and the complications after single-stage total knee arthroplasty (tka) and osteotomy. The study was done between 2006 and 2012, and consisted of 21 patients with severe varus or valgus deformity of the leg. Temporary and/or definitive fixation of the osteotomy was accomplished with the use of threaded k-wires or angle-stable plate and screws (tomofix&#60000;in the supracondylar femoral osteotomy (scfo) group and with an angle-stable plate (tomofix&#60000;in the high tibial osteotomy (hto)-corrected tka group. At the time of the follow-up measures, three patients had died due to reasons unrelated to treatment. Two patients developed a deep infection requiring debridement after tka and tibial osteotomy, resulting in a knee arthrodesis in one case and gastrocnemius transfer for wound closure in the other. Two patients had a revision of the femoral osteotomy due to non-union, which was combined with revision of the tka in one patient. This report is for an unknown tomofix system. This is report 1 of 1 for (B)(4).